Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. An ulcer is a known complication of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020 it was reported sometime this week patient presented with hemoglobin of 65. A gastroscopy was performed to find the origin of the bleeding. It was found that the intestinal tube had a knot in it which caused an ulcer in the intestine. Patient received two blood transfusions. Bleeding stopped and tube was changed. Issue resolved.